Manufacturer narrative:
Philips service planned a serial number correction for the next pm visit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an incorrect x-ray tube serial number was recorded in system logs on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.